Manufacturer narrative:
A visual inspection of the returned catheter revealed the catheter lumen is broken 1.2cm below the hub. The broken off section of the catheter was not returned. The catheter was flushed and no damage was detected to the extensions or the lumen. A dimensional analysis was completed of the catheter lumen. All measurements were within the design specifications. There is no evidence of swelling, crumbling, discoloration, degradation or polymer variation of the lumen material. There is no evidence of a manufacturing defect. The incident report indicated the device was inserted for over a year. We are unable to determine the cause or factors that may have contributed to this event. The incident report indicated the patient had dementia. It is possible the catheter was stressed beyond its design capabilities by the patient pulling on the device causing the break.

Event description:
Husband of the patient found the patient from being bleeding from the chest at home, and he stopped bleeding by closing the catheter. The catheter was broken at extension tube side from the hub and had fallen on the floor.